Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the tip of the cardiac positioning system (cps) broke off in the patient during a lead implant. The physician was able to retrieve the tip of the cps tool using kelly clips. The rest of the lead implant proceeded uneventfully.